Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that their battery had expired after 4 years which was the cause of the power on reset and device not working. The patient reported that their healthcare provider (hcp) checked the device and the patient was not getting any feeling and the hcp did not get any indication that it was working. The patient indicated that no actions were taken at the time of this report due to the patient traveling. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient felt that their implant was not working and when the patient checked the implant; they encountered a power on reset (por) message the issue appeared to be sudden in onset. The patient was advised to follow-up with their physician and patient status is unknown at the time of this report. There were no further complication reported or anticipated.